Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device changed from the clinical chemistry calcium assay, list: 03l79-21 to the architect c4000 analyzer, list: 02p24-01. MFR report no. 1628664-2017-00084 has been submitted to document the suspect medical device as the architect c4000 analyzer, list: 02p24-01 and all further information will be documented under this MDR number.

Manufacturer narrative:
Correction to catalog #: from calcium to 03l79-21.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. UDI: (B)(4) lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer reports that patient results generated for the architect clin chem calcium assay are higher than expected for samples run on the architect c4000 analyzer. Values in the range of 12.4 to 14.0 mg/dl are being reported. Controls are within specifications. The customer notes that this issue began following preventive maintenance procedures on (B)(6) 2017. Sample probe aspiration errors are also occurring. The customer is requesting a service call. There is no impact to patient management reported.